Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. T visual examination of the returned product identified. The device returned shows sign of use with staining on the inserter. The etch has also began to fade. The device was returned with the clamp foot not attached to the inserter. The pin in the adjuster screw is sheared therefore no long retaining the clamp foot. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that after implantation of the final implants, the scrubed nurse was pre-cleaning her instruments, and the hook fell on her table. Nothing fell in the patient. No impact on the patient. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). G2- canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.